Event description:
It was reported the ez35b was used during a diagnostic laparoscopy with oophorectomy. The jaws would not release after firing. The surgeon pulled the handle while manipulating the jaws with another instrument to release it from the tissue. Another ez35 was not opened to complete the case. There was no buttressing material used. There was no consequence to the pt.

Manufacturer narrative:
G3: report source; "foreign" should have not been checked off.